Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ue4e, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The healthcare provider (hcp) reported the device was explanted due to infection. It was noted that oral antibiotics had been taken and the patient was going to have a replacement surgery once the infection cleared. Cause and patient outcome remain unknown.